Event description:
It was reported that this right ventricular (rv) lead is not pacing when required and exhibiting high capture thresholds. The patient was taken to the hospital, and presented no capture. Technical services (ts) was consulted and did not find pacing failure, and confirmed there appeared to be capture, and that there was a fusion beat that prevented a right ventricular (rv) auto threshold test. This rv lead remains in service. No adverse patient effects were reported.